Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his adc freestyle libre 2 sensor fell off after a day of wear and he experienced a loss of consciousness. The customer further reported being unable to self-treat and glucose was administered by his wife and then an emergency doctor was called. The healthcare professional treated the customer with glucose intravenously. There was no report of death or permanent impairment associated with this event.